Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that at start up, prior to use on a patient, the intra-aortic balloon pump (iabp) generated an "auto fill failure" and "electrical test fails # 58". There was no patient involvement, therefore no death or serious injury was reported.

Manufacturer narrative:
(B)(6)2017 11:50 am (gmt-4:00) added by (B)(6).(B)(4).(B)(6)2017 12:18 pm (gmt-4:00) added by (B)(6).the production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge personal advised us for that right serial number of the iabp from the service order provided by the customer.

Event description:
The customer reported that at start up, prior to use on a patient, the intra-aortic balloon pump (iabp) generated an "auto fill failure" and "electrical test fails # 58". There was no patient involvement, therefore no death or serious injury was reported.

Manufacturer narrative:
08/11/2017 01:44 pm (gmt-4:00) added by (B)(6):a getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp) and fixed the issue by replacing solenoid driver board. Full functional verification tests were performed and the iabp passed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that at start up, prior to use on a patient, the intra-aortic balloon pump (iabp) generated an "auto fill failure" and "electrical test fails # 58". There was no patient involvement, therefore no death or serious injury was reported.